Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The patient reported she has lost vision due to the development of a cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt's weight: unk date of event: unk explant date: na (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens remains implanted.

Manufacturer narrative:
Results: reportedly icl was explanted four years postoperatively to address loss of visual acuity due to development of a cataract. After uneventful surgery a toric iol was implanted at the same surgery date and prognosis was good(va 20/25+). According to the report, from the facility, the cataract was not related to the device: nc(nuclear cataract)/psc(posterior subcapsular cataract). Nc starts as an exaggeration of the normal ageing change involving the lens nucleus, therefore is not related to the device. Psc type lies just in front of the posterior capsule and is associated with posterior migration of the epithelial cells of the natural lens, therefore not related to the icl at the time of the implantation the patient was (B)(6) and the visian icl, per dfu, is indicated for adults 21-45 years of age. It should be noted that literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). (B)(4.)

Manufacturer narrative:
Device evaluated by manufacturer? No: lens not returned. (B)(4).

Event description:
Additional information received: the reporter indicated the cataract diagnosis was made on (B)(6) 2011. The reporter indicated it was a nuclear sclerosis/posterior subcapsular type cataract. The icl was explanted on (B)(6) 2013. The cataract was removed and an iol was implanted. The patient's prognosis was good and the visual acuity was 20/25+.